Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to the pharmacy department with a report that the device did not deliver. The medication reported was vancomycin 200 mg/250 ml. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events, delays in critical therapies, or necessity for medical interventions while the device was in clinical use. No additional information was provided.